Event description:
A customer reported a malfunction on their pump, with malfunction code "malf 16," but there was no adverse impact on their blood glucose level. Technical support assisted the customer by providing instructions for resetting the pump; however, the issue reoccurred. As a result, technical support decided to replace the pump. The customer was informed that the replacement pump would come with updated software and was advised on steps to take before returning the faulty pump. Technical support provided guidance on programming the new pump settings and connecting their cgm. The customer understood and acknowledged all instructions and was instructed to return the problematic pump via ups to avoid charges. A replacement pump was sent to the customer.